Manufacturer narrative:
The device evaluation is ongoing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for an unknown quantity of pseudomonas aeruginosa in the forceps channel. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. A review of the information in the reprocessing procedure provided by the user did not provide any information that could be used to determine deviations from the IFU. A review of the device history record found no deviations that could have caused or contributed to the reported issue. In addition, the device was evaluated where the portion where the bacteria were detected was inside the instrument channel. Also, as a result of checking the inside of a channel with our ultrafine scope, we confirmed the customer phenomenon. There were white and brown foreign materials that came out of the instrument channel, suction channel, and instrument channel port/suction cylinder. Based on the results of the investigation, we presume that as the instrument channel had physical damage and a foreign material adhered to the channel, pseudomonas aeruginosa can have proliferated inside the channel. The foreign material originated from chemicals including silicic acid type such as purgative, and rust. We presume that it was caused due to residue from an insufficient reprocessing. The following is included in the device IFU: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.